Event description:
It was reported that following a cataract surgery plus trabecular microbypass stent procedure, the patient presented approximately eight (8) years postoperatively with increased intraocular pressure. Per report, the patient underwent a trabecular microbypass stent explant and exchange where it was discovered that the initially implanted stent was occluded by iris. Reportedly, the patient's intraocular pressure is "now controlled". Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Iop increase and stent obstruction are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (iop increase, stent obstruction and iris touch) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR # reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. The surgeon reported that the patient had the stent in situ for approximately ten (10) years, and it was "slightly occluded" with no issues with intraocular pressure increase or spikes. Per report, a "stand-alone" trabecular microbypass stent procedure was performed to improve the outcome. The report noted that the surgeon is "happy with the procedure".

Manufacturer narrative:
MFR# reference: (B)(4).